Event description:
It was reported that, "an old cemented stem and pressfit cup. There was no numbers available. A complete revision was performed using restoration modular and tritanium revision shell. Extreme osteolysis was present."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same event as MFR# 2249697-2012-00870.